Event description:
A malfunction alarm, specifically code malf 9, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer support provided instructions on how to reset the pump, which successfully resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction reoccurred.